Event description:
A pt had initial operation in 2005 to repair a large septated hernia sac following removal of an infected piece of synthetic mesh. Approximately eight (8) months later the pt was re-operated on to repair a hernia that had developed in the product. No biopsy was obtained. As of today, the pt is still doing fine.